Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 5 fr dual lumen groshong nxt was returned for evaluation. An initial visual observation showed use residue on the returned sample. A split was observed in the catheter approximately 5 cm distal to the bifurcation. Both lumens of the catheter were flushed with a 12 ml syringe of water, and the catheter was found to leak from the observed split when the red lumen was infused. A microscopic observation revealed the split was ¿v¿-shaped with well-defined edges. The fracture surfaces of the split were observed to be angled but very flat and smooth. The location, shape, and texture of the observed split suggest the catheter was damaged by a sharp instrument such as a needle or scissors. The product IFU states: ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that leakage occurred during administration of omeprazole. The doctor suspects that the catheter may have been damaged during dressing change before administration. No patient harm was reported.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that leakage occurred during administration of omeprazole. The doctor suspects that the catheter may have been damaged during dressing change before administration. No patient harm was reported.